Event description:
It was also reported alarm date should have been (B)(6) but did not hear it until (B)(6) and was told "something was wrong with the pump". The patient was contemplating going to the emergency room if needed. Patient reports she has not heard the pump alarm again. The drug being used in the pump was dilaudid (hydromorphone). The following information was previously reported in mfg report # 3007566237-2012-01196: "additional information was reported that the alarm was heard and the telemetry had not yet performed. The patient was past her refill date and was in pain. The patient heard the alarm today ((B)(6) 2012). It was confirmed that was critical alarm. The patient noted she had clonidine in case she started having withdrawal".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).